Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 800mg/dl. It was also reported that the insulin pump had alarmed auto-off on the day of the event. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the deice may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.